Event description:
It was reported that while infusing a 50 ml bag of fosphenytoin, the infusion pump started signaling that infusion was complete although there was still 25 cc of medication left in the bag. The infusion was completed by repeating the same setting. The infusion required 40 mins, rather than intended 20 mins per pharmacy.

Manufacturer narrative:
(B)(4). It was reported that there was an alleged underinfusion. The pump was tested flow rate using the actual event parameters (i.e. Dep mode delivery parameters as found in history log) but for a period of one hour and the pump passed. The device delivered 49.8285 ml at 150 ml/hr with a vtbi of 50 ml. An additional flow rate test was performed per the spectrum service manual and the pump passed. The pump delivered 49.8354 at 200 ml/hr with vtbi of 50 ml. The reported event could not be reproduced. The history log of this pump indicates that the user initially programmed the pump at the desired flow rate of 150 ml/hr at a vtbi of 50 ml for 20 mins. After 20 mins the pump alarmed infusion complete. The report from the hospital indicated that at this point 25 ml remained in the IV bag. The user reprogrammed the pump without uploading/reloading the set with a vtbi of 50 ml at 150 ml/hr. The pump alarmed "air in line" after 10 mins with vtbi of 25.1 ml remaining, out of the 50 ml programmed. This indicates that the bag was empty after the pump infused the remaining 25 ml in the bag. The second run confirms that the pump performed within flow rate specification during this run conducted at the bedside with the original IV setup. Testing upon return of the device to sigma further confirmed that the pump performs within flow rate specification. One possibility is that the pump may have underinfused during the first run due to a restriction above the pump that was cleared prior to the second run. Another possibility is that the bag may have been overfilled by 25 ml allowing the pump to deliver the programmed 50 ml during the first run and another 25 ml during the second run for a total of 75 ml, as indicated by the pump.